Event description:
It was reported by the patient that "something is wrong with [the device]." Patient's physician stated the "top part of [the] heart is not responding to the [device]." Patient also stated feeling more tired and has no energy. It was also reported the device would need to be replaced soon. Follow up was conducted to obtain information on the patient and whether the event was device related, but the patient was no longer being followed at the clinic. Records indicate the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead (B)(6) 2006. (B)(4).